Event description:
It was reported that during implant surgery after the lead was implanted, the patient showed no effects. The lead was tested and found to have impedance readings of 11 ohms on contacts 0 and 3, and 12 ohms on contacts 1 and 2, indicating a short circuit. There was no visible damage to the lead. The lead was removed and replaced with another lead from the same lot. The new lead produced normal effects. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3387s-40 lot# v779186 implanted: (B)(6) 2011 explanted: (B)(6) 2011; extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk.

Manufacturer narrative:
Analysis of lead model 3387s-40, lot # v779186, determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits. Normal impedance measurements were obtained from the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.